Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited low amplitude. Subsequently, this lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).